Event description:
It was reported that during a lap cholecystectomy procedure, the device did not deliver all clips and the clips that were delivered, were malformed. There was no patient consequence.